Manufacturer narrative:
This report was sent in error as the "blurred symptoms" allegation would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information received from costumer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid optical laparoscope had blurred image symptoms. The issue was found during set up before use. There were no reports of patient harm.